Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been running high (311 mg/dl). A correction via the pump was used to address the bg level. The customer was not sure what caused the high bg. Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be functioning as expected. Cts recommended that the customer discuss the high bgs with their healthcare provider.